Event description:
The device originally came in for repair. No other information was provided. Attempts to obtain additional information has been made. To date, no new information has been provided. Upon preliminary repair evaluation of the returned device, it passed all specific functional testing requirements except for the upper handles of the cam rod has snapped. The device was also received without the standard adapter or with the tri-star adapter.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.